Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the cassette and into the cycler. Pt was not able to complete treatment with the cycler and reverted to manuals. Pt's effluent has remained clear and did not require any medical intervention. Companion sample is available.

Manufacturer narrative:
The actual device was not returned to the MFR for physical eval; however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.